Manufacturer narrative:
The reported event of "support wire could not be pulled out of the electrode cavity¿ was not confirmed. As received, a complete lead was returned with a stylet inserted inside the lead. The inserted stylet was able to be removed from the lead without difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to be pulled out from the right atrial (ra) lead. The physician decided to implant a single chamber device. The patient was in stable condition.